Event description:
It was reported that a patient underwent a lung lobectomy and an absorbable hemostat was used. During the procedure, the blood oozed from the bone, so the absorbable hemostat was placed at the bone hole and the surgeon closed the wound site. After the procedure, the patient complained of epidural nerve paralysis. It is unknown how the surgeon treated the patient. The surgeon opined that the epidural nerve paralysis may have occurred because the absorbable hemostat might have moved to the epidural nerve, and it swelled and compressed. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The initial procedure was performed on (B)(6) 2011. The blood oozed from the right fifth intercostal bone and the absorbable hemostat was not removed during the initial procedure. On (B)(6) 2011, the patient developed lower extremity weakness and urinary retention. On (B)(6) 2011, the patient developed total paraplegia. The patient underwent a CT scan and MRI, and the result showed a hematoma which compressed the spinal marrow. Then the patient underwent an emergency laminectomy and removal of epidural hematoma and the absorbable hemostat. After the procedure the patient was able to kick the left leg. Currently the patient is undergoing rehabilitation at another hospital. The surgeon opines that the remaining absorbable hemostat may have caused spinal marrow compression from outside dura mater, therefore the patient developed total paraplegia.